Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they had no idea how it came to be off. Patient stated they think they may have turned it off when they were checking the setting. Patient was hit in the head with  a baseball but the dbs quit recording on (B)(6). The patient could not walk or take care of themselves. Patient was in a wheelchair, they had dyskinesia. As soon as dr o found out the patient's device had not been on for over a month he made some adjustments and better 10mins later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported something turned the patient's device off until may starting on (B)(6) 2019. The symptoms they were having now were the same they experienced then. The patient provided their voltage, which was 2.94v. It was reported when the patient puts the patient programmer over their chest, the device is on and okay and at 3.2 and 2.3, program d. The patient cannot walk and by late afternoon, or after lunch, they cannot walk and have to get in their wheelchair. The patient programmer showed stim on. The patient was redirected to follow up with their hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated it was not known what turned the device off. When the patient met with their hcp on (B)(6)2019, they turned the device back on. The settings were adjusted and there were able to get up out of the wheelchair and push it to the car. The reported event had been resolved and the patient had another follow-up appointment in september for adjustments.